Event description:
Healthcare professional called to report left side exchange with no complaints against the device. Device was explanted and replaced. Later, healthcare professional reported capsular contracture baker grade unknown for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown.